Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as: MFR # 2249697-2011-00540, MFR # 2249697-2011-00541, MFR # 2249697-2011-00542, MFR # 2249697-2011-00543, MFR # 2249697-2011-00544, MFR # 2249697-2011-00545.

Event description:
It was reported that, "during surgery it was noticed by the surgeon that these items were previously damaged and could not be used for the surgery."